Manufacturer narrative:
Additional information: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syr alarmed downstream occlusion (dso). The nurse flushed the peripheral IV and primed the non-baxter line manually ¿till bleb at tip to engage.¿ a 20ml ¿monojet infusion¿ completed with 3mls remaining in the syringe. A ¿zr prefilled flush syringe¿ was hung at 1ml for 10 minutes. The dso occurred within two minutes into the flush. The nurse observed ¿increased pressure in the line.¿ the nurse attempted to reposition 24 catheter two times, and ¿both ds occlusions with increased pressure inline.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.